Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. (B)(4). The device was not returned.

Event description:
I was reported that the patient allegedly experienced a urinary tract infection while using an 18 fr. 5 cc bard foley catheter. The complainant stated that the patient went to the emergency room because of the urinary tract infection and was prescribed antibiotics for treatment.